Manufacturer narrative:
Section b5, d4 and h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported gi bleeding could not be conclusively determined through this evaluation. Additionally, the report of power elevations was confirmed based on the submitted log files, however, a specific cause for the events cannot be determined. The submitted log file contained approximately 9 days of data from 24apr2019 through 03may2019. Elevations in power were captured from 03may2019 from 07:08:38-07:30:18 (up to 9.0 watts), 07:44:10-07:55:30 (up to 9.1 watts), and 14:30:54-14:32:59 (up to 10.2 watts). Corresponding elevations in calculated flow up to 12.0 lpm were recorded during power elevation events. All power and flow elevations occurred during pi events. The actual motor speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended. The heartmate ii lvas instruction for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information on anticoagulation, including recommended inr values. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling.

Event description:
It was reported the patient received a heart transplant on (B)(6) 2019.

Manufacturer narrative:
Section b5: reference MFR #2916596-2019-02243 for previously reported information.

Event description:
Additional information regarding the patient's diagnostic tests/results was received. On (B)(6) 2019 patient underwent a nuclear med bleeding scan impression which revealed a suspected small gastrointestinal(gi) bleeding within the left upper quadrant, like within the jejunum. On (B)(6) 2019 the patient had a small bowel enteroscopy which revealed no etiology of gi bleeding. On (B)(6) 2019 patient underwent a mesenteric angiogram with no evidence for active bleeding or pseudoaneurysm. On (B)(6) 2019 patient experienced a push enteroscopy which showed red blood found in mid-jejunum, actively bleeding arteriovenous malformation (avm), hemostatic clip placed without clear success due to poor positioning of scope and hyperactive contractions of the bowel. It was also confirmed that the date of the hospital admission for gi bleeding was (B)(6) 2019. While the date of the high power and flow events previously reported was on (B)(6) 2019.

Manufacturer narrative:
Approximate age of device - 2 years & 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an episode today of elevated power up to 11 and flow up to 10.5l/min witnessed by staff nurse. These elevations are associated with pi events. Patient¿s lactate dehydrogenase (ldh) is 214 and plasma free hemoglobin (pfh)<30. No hematuria. International normalized ratio (inr) is 1.0 and currently on heparin infusion as bridge therapy while coumadin is on hold for gastrointestinal bleed. Noted some intermittent power and flow elevations taking place across (B)(6) 2019. No other unusual events noted. No further information provided.